Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24 april 2020: lot 185296: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Additional items involved in the event, batch review performed on 24 april 2020: reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 (k170452) lot. 182473. Lot 182473: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 182475. Lot 182475: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported events. Reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 174733. Lot 174733: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Reverse shoulder system 04.01.0121 humeral reverse hc liner ø36/+6mm (k170452) lot. 179979. 179979: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0° (k170452) lot. 184050. Lot 184050: (B)(4) items manufactured and released on 26-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Reverse shoulder system 04.01.0008 std humeral diaphysis - cementless - 13 (k170452) lot. 179097. Lot 179097: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
The patient came in 9 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all implants and inserted an antibiotic spacer. The surgery was completed successfully.